Event description:
Abbott heartmate 3 left ventricular assist device (lavd) (ref # (B)(4) lot # 6637364) was implanted on 2019. The outflow graft formed an obstruction causing the patient to be upgraded on the united network for organ sharing (unos) transplant list due to increasing ai and cardiogenic shock. Patient was transplanted on 2021 as a result of the complication. Surgical pathology found the heartmate 3 lavd showing complete coating of the inflow cannular with neo-intimal type fibrous tissue, extending over the lip into the inner bore. Fibrin clot in the bend relief, around the synthetic tube graft.